Event description:
The device was received for service. During service testing, an inaccurate pump head module c was found. According to the hosp rep there was no pt injury or medical intervention reported.